Event description:
Pain [pain]. Discomfort [discomfort]. Swelling [swelling]. Knee warm to touch [joint warmth]. Grade 3 effusion [joint warmth]. Knee painful [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female patient, initials (B)(6), with osteoarthritis. On (B)(6), 2012, the patient initiated synvisc one injection, 6 ml, once. The patient's medical history is significant for previous synvisc treatment (B)(6) 2009) and osteoarthritis. On (B)(6), 2012 the patient received an injection of synvisc-one in her right knee. On (B)(6), 2012, the patient experienced pain, grade 3 effusion, discomfort, swelling, knee warm to touch and knee painful. The patient required intervention. She was started on quinolone, avalox (moxifloxacin hydrochloride), and a prednisone 50 mg taper. She began to show improvement. The action taken with synvisc-one treatment was not provided. The outcomes for the events of pain, grade 3 effusion, discomfort, swelling, knee warm to touch, knee painful were not yet recovered. Concomitant medications were not provided. The intensities for the events of pain, discomfort, swelling, knee warm to touch, knee painful were not provided. The intensity for the event of effusion was assessed as grade 3. The relationships between synvisc one and the events of pain, grade 4 effusion, discomfort, swelling, knee warm to touch, knee painful were not provided by the reporter. At the time of this report, the outcome of the patient was not yet recovered.

Manufacturer narrative:
Additional information was received on (B)(4), 2012 in the form of qa results. Manufacturer's comment: the benefit-risk relationship is not affected by this report. The production and quality control documentation for lot number x11341, expiry date 2014-10 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.